Event description:
On 04-feb-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 inserted set) showed that all test results were in accordance with specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that during insertion, the infusion set's tubing came apart at the quick release. The site location was the patient's abdomen and the pump was on the other side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that during insertion, the infusion set's tubing came apart at the quick release. The site location was the patient's abdomen and the pump was on the other side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.